Event description:
Perclose device was place in the lfa access. Upon device removal the footplate, the footplate was not able to release the suture causing the need for vascular surgery involvement. Need for additional perclose placement. Vascular surgery involved, complication for closure at lfa groin access. Required stent placement and repair of vessel. FDA safety report ID# (B)(4).